Manufacturer narrative:
A ge oec service representative investigated the issue and found that the actual issue was the system would not boot up. The no boot was caused by a defective hard drive that was removed and replaced. The system was tested found to be operating as intended. The system was released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction.

Event description:
The ge oec 6800 fluoroscopy system was reported to have "poor image quality."